Event description:
While investigating the events reported in MFR. Report #1644487-2016-02668, it was discovered that the physician performed surgery and "repaired" the patient's lead. No devices were reported to have been explanted. While the clinic noted dated (B)(6) 2016 mention low impedance, listed diagnostics on that day showed impedance as 4793 ohms, which was within normal limits. No additional relevant information has been received to date.

Event description:
Per the patient's father, the physician did not identify issues with the impedance of the vns system at a recent clinic visit in 2017. Clinic notes confirmed that diagnostics were within the normal limits. No additional relevant information has been received to date.

Event description:
A review of the programming history indicated that there was no low impedance observed in the available history prior to or after the lead repair surgery on (B)(6) 2016. The physician was referencing low output current delivered, which is reported in MFR. Report #1644487-2016-02668.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #01 inadvertently did not include the correct date, 10/12/2017